Manufacturer narrative:
The returned handle was evaluated. The adaption collar was confirmed to have fractured. The torque output cannot be checked because of the fracture, so the cause is unable to be determined. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and contains instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque handle broke into two pieces while final tightening the construct during surgery. The procedure was completed with an alternative handle. There were no reported patient impacts as a result of this event.